Event description:
The customer contacted baxter's technical service center regarding a high drain 101/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) after use. The technical service representative (tsr) reviewed the therapy log. The initial drain was equal to 29ml, the last fill volume was equal to 16ml, the total fill volume was equal to 7999ml, the total drain volume was equal to 10461ml, the total ultrafiltration (uf) was equal to 2463ml, the cycle 4 uf was equal to 184ml, the cycle 3 uf was equal to 113ml, the cycle 2 uf was equal to 121ml, and the cycle 1 uf was equal to 2045ml. The patient was performing continuous cycling peritoneal dialysis (ccpd). The total volume was set to 8000ml, the total time was set to nine hours, the fill volume was set to 2000ml, the last fill volume was set to 0ml, and the number of cycles was set to 4. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The nurse stated that she was aware of the alarm. She stated that the patient has not had any recurrences of the alarm or reported any high drain volumes. The nurse stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was false empty detect and use error with initial drain alarm setting inappropriately programmed. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.